Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via internal paddles. The involved pt died, but the customer has stated that this reported symptom did not impact the pt outcome, as they delivered therapy with different internal paddles and because this trauma pt was critically ill. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported a failure to discharge via internal paddles.